Event description:
It was reported by the customer that a pyxis medstation es system door unable to open and hardware failure. The customer stated that the malfunction occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door failure. The field service engineer found no failures on device and tested towers 1-8 functionalities. The system functioned as intended after the field service engineer troubleshooted the device.